Manufacturer narrative:
The customer reported complaint that the autopulse platform (sn (B)(6) displayed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error messages during patient use was confirmed based on the archive data review but was not confirmed during the functional testing. No device malfunction was observed during the testing, and the autopulse platform functioned as intended. The probable root cause for the ua07 error was due to the patient not being correctly oriented on the autopulse platform, or the patient has shifted, which is likely attributed to an unintended user error. The archive data indicated multiple (ua) 07 around the reported event date, thus, confirming the reported complaint. Based on the archive review, the platform operated for approximately 8 minutes (550 compressions) and then stopped and displayed ua07 recorded on the reported event date. The patient shifted further to the right side, towards load cell 1, during compression. The user tried multiple power cycles to clear the advisory. However, the patient remained positioned more on the right side, causing the load sensing system to detect an imbalance in weight between the two load cells. User advisory is a clearable message designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse maintenance guide and autopulse user advisory list, user advisory 07 occurs when the load sensing system has detected a weight/load imbalance between the two load cells. The device does not need to be performing compressions for this to occur; it may happen at any time when the device is powered on. User advisory 07 indicates that the patient/manikin is out of position, or the patient/manikin is not correctly centered. The recommended actions to take for this type of user advisory are: ensure the patient/manikin is aligned correctly (armpits on the yellow line), deploy the shoulder restraint to reduce patient/manikin movement, and press restart to clear the ua. The autopulse platform passed the functional testing with no error or fault. The ua07 was not reproduced. The load cell characterization test confirmed that both cell modules function within the specification. The platform was tested using the lrtf (large resuscitation test fixture) until the battery was completely discharged, with no faults or errors detected. The autopulse platform functioned appropriately and performed as intended. After servicing, the platform passed the load cell characterization test and run-in test without issue. The autopulse platform passed the final testing without any fault or error.

Event description:
The customer reported the autopulse platform (sn (B)(6) displayed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error messages during patient use. The platform would perform some compressions then display ua07. The crew would switch to manual CPR while the lifeband was extended to reset the device. Then, the automated compressions were re-started. This happened multiple times during the incident, but the device did restart compressions when prompted each time for a short period of until the error stopped the device's compressions, at which time the reset process was repeated. No impact or consequence to the patient. The device was removed from service after the incident. Subsequently, the archive was downloaded and was reviewed by a zoll rep. The archive showed numerous ua07 error messages.